Event description:
The reported event was from an observational study for a femoral popliteal bypass surgery (fem-pop) with a flared-end graft. The patient underwent bypass procedure in right lower leg for arteriosclerosis obliterans. At the same time, a bypass was performed in left lower leg using a 6 mm gore-tex graft. On (B)(6) 2010, seroma formation was found. Seroma was drained by puncture.

Manufacturer narrative:
A device history record review was performed and the device was found to have met all specifications. The sterilization records were reviewed and there were no deviations found during the process. Review of complaints does not show any similar reports related to a device failure. The other reports related to the observational study are: 1219977-2014-00055, -00056, -00057, -00058, -00059, -00061, -00062, -00063, -00064, -00070, -00074, -00077, -00098.